Manufacturer narrative:
Correction: the correct returned to manufacturer date is july 9, 2013; not july 4, 2013 as previously reported. This report is filed november 22, 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. (B)(4).

Event description:
Per the clinic, a CT scan (date not reported) revealed that the electrode array was outside of the cochlea. There are plans to explant the device; however, this has not occurred as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.